Event description:
Experienced exeter surgeon and scrub team opened exeter package and found there were no centralizers included in the package. Staff checked area on floor and bins to see if accidently discarded but there were not found. Scrub team are very experienced with exeter usage and claim there were none in package. Another identical device was immediately available for use.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.